Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occured. Access was obtained via right femoral artery. The 99% stenosed and calcified lesion was located in the left superficial femoral artery (sfa) with severe tortuousity. Sterling balloon catheter was advanced and inflated. During the first inflation the balloon ruptured at 4 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.